Event description:
It was reported that the patient experienced a lack of therapeutic effect following a fall. No further details or patient outcome were provided. Additional information was requested, but not available as of the date of this report. A follow-up will be filed, if additional information becomes available.

Manufacturer narrative:
(B)(4).